Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed unexplained power on reset events. No damage was found to the returned battery cap. The battery compartment was cracked above the bumper pad. No moisture/corrosion was observed in the battery compartment. The returned battery cap was able to attach to the pump and power it on. A 24 hour basal program was run with the returned battery cap. No power losses were duplicated. The returned battery cap measurements were within required specifications. The pump cover was removed to find no evidence of moisture or loose components inside the pump. No damage was found to the power circuit..